Event description:
#Medwatcher #(B)(4). I got what I thought was the stomach flu. I have had abdominal pain on and off sense then. I have chronic diarrhea. My thyroid becomes hyperactive without cause, I have very insufficient levels of vitamin d, tachycardia, spikes in blood pressure and glucose, constant nausea, loss of appetite, hair loss, weight loss, vibrating sensation in lower abdomen, severe pain on right side, severe cramping days before and during cycle, long menstrual cycle with heavy bleeding clotting and cramping, anxiety, depression, mood swings, loss of libido, dry skin, acne, muscle aches, joint aches, muscle cramps, nasal congestion, fatigue. Lab work goes from abnormal to normal the next day. Was sent to ER for severe tachycardia, resting heart rate was 176, abnormal labs that doctors can't explain.